Manufacturer narrative:
E1: patient city: (B)(6).patient country: puerto rico, u.s . Medtronic minimed,country: united states of america,street: 18000 devonshire street,city: northridge,state: ca,zip code: 91325.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the tape is not sticking, this resulted in elevated blood glucose levels.